Event description:
On 2025-sep-08, information was received from a patient receiving baclofen (unknown dose and concentration), hydromorphone (unknown dose and concentration), clonidine (unknown dose and concentration) and an other drug (unknown dose and concentration) via an implantable pump for spinal pain indications. It was reported the patient's patient therapy manager (ptm) device was not working correctly for a couple of months, but the issue has been going on for 5 months. The patient kept getting error messages when they were trying to deliver a bolus shot and they had to shut off the main phone part because the communicator would shut off before it delivered the boluses. The patient reported they were getting service code 338 and connection to the pump was interrupted and "your session was ended". The patient stated they get 4 boluses a day. The patient stated the ptm gets stuck at 90% and it takes 5 minutes to deliver. The patient stated they have a medication name broperdiel. The patient was assisted with clearing data on the handset and the patient was able to connect to pump very fast. The agent reviewed device function. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.